Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broke piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.